Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of umbilical hernia with surgical repair. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen. It is unknown if pd therapy exacerbated the patient¿s hernia. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency related to the hernia, the liberty select cycler can be excluded as the cause of the hernia.

Event description:
During a call to technical support (ts) for a drain complication, a peritoneal dialysis (pd) patient mentioned that they recently had hernia repair surgery. The patient encountered the drain complication alarm in drain 1 of 5. The patient confirmed they were not constipated, no fibrin was discovered, the blue pin was not pushed in, and the patient line was not kinked. The patient confirmed they knew how to perform manual pd therapy. They stated this was their first time doing pd therapy at home. Limited details were provided upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient had an outpatient surgical repair for an umbilical hernia on (B)(6) 2023. The patient was reportedly completing hemodialysis (hd) therapy during their recovery. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.